Event description:
It was reported that the customer was hospitalized for high blood glucose and her glucose levels were 600mg/dl. Troubleshooting was performed. The insulin pump passed the fixed prime test. The high-pressure test was not able to perform as customer did not have the tubing clamp. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.